Manufacturer narrative:
Approximate age of device ¿ 3 years and 6 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was listed as 1a status for a heart transplant due to right heart dysfunction, and was transplanted on (B)(6) 2017. Based on visualization of the device prior to explant, the surgeon reported that the pump may have migrated or was malpositioned.

Manufacturer narrative:
The pump was returned assembled. Examination of the sealed inflow conduit revealed the presence of native heart tissue adhered predominantly to one side of the exterior of the inlet tube. A small portion of the heart tissue was partially obstructing the inlet tube opening and a very thin layer of white tissue was adhered to the textured blood-contacting surface at the proximal edge. The observed native heart tissue adhered to the inlet tube could indicate a potential inflow conduit misalignment; however, the majority of ventricular tissue surrounding the inlet tube had been removed prior to receipt. As a result, the potential angling of the inflow conduit against the wall of the left ventricle could not be confirmed and a specific cause for the development of the white tissue deposition could not be conclusively determined. The tissue observed at the proximal end of the inlet tube did not appear to have affected blood flow through the device as there were no obstructive depositions or thrombus formations observed on the remaining blood-contacting surfaces. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A direct correlation between the device and the reported right heart dysfunction could not be conclusively determined. Right heart failure is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.